Event description:
The customer reported that the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The error log files were retrieved. A tube part needed to be replaced. No further repair info is available.